Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient's leads were explanted due to infection. The patient's symptoms included drainage, redness, warmth and fever. The physician was not sure if the infection was device or procedure related. The physician replaced the explanted leads with new leads. The patient's antibiotic was changed to keflex from fluclox and the pt was reportedly doing well and receiving adequate therapy.